Event description:
It was reported that (1) atw35 device was used during a laparoscopic donor nephrectomy procedure. It was reported by the rep that the surgeon fired the instrument during procedure and noticed leaking during closing. Inspection of the staple line on renal vessel. It is unknown how the case was completed and there was no consequence to the pt.